Manufacturer narrative:
Philips response center engineer (rce) spoke to the customer. According to the rce, the device was not a factor in the death, but the customer expected a red alarm, instead of a yellow alarm. A philips product support engineer (pse) reviewed available data, and found several logged inop errors, however, as the log was filtered, when received, it was not possible to determined if the inop errors were from the bed involved. Customer a product malfunction was not able to be ruled out, due to insufficient information. Data provided did indicate alarms were occurring at the philips information center ix (pic ix), however, as the data had been filtered, prior to being received by philips, it was not possible to determine which beds were alarming. Further information was requested, but not received. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the customer expected a red alarm, but only a yellow alarm was displayed. There was a yellow low heart rate alarm around 11:50 pm on (B)(6) 2019, and also some desat alarms, but the customer expected a red low heart rate alarm. The patient died.